Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic mucosal resection (emr) of a colon the doctor tried to cut a loop but the loop was stuck in the loop cutter and the doctor could not temporarily withdraw the device from the pt. The doctor handled it in unspecified way and successfully removed the device. There was no report of pt injury regarding this report.

Manufacturer narrative:
The investigation confirmed that the loop got caught in the distal end of the device and the cutter could not open. As the result of checking the mfg record of the same lot, nothing abnormal detected. Omsc assumes that the loop was not positioned correctly on the loop hanger and the loop got stuck in the loop hanger of the product.